Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported an unspecified low scan was received on the sensor when compared to a laboratory result. The customer experienced dizziness and difficulty breathing and was unable to self-treat. The customer was seen in a hospital where a laboratory result of 333 mg/dl was obtained and insulin (type/dose unknown) was administered for treatment. There was no report of death or permanent injury associated with this event.